Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 450 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 350 mg/dl. Customer reported that the insulin pump had no delivery alarm during manual prime and it was resolved by changing complete set. Customer stated that the insulin pump had battery test failed. The insulin pump will not be returned for analysis.